Manufacturer narrative:
.

Event description:
The patient was complaining of anterior knee pain so the surgeon decided to revise her to a posterior stabilised knee and to resurface her patella.

Manufacturer narrative:
The purpose of this investigation was to examine the returned genesis ii cr deep flexion insert and legion porous cr femoral components. The returned insert and femoral components were examined visually. No destructive testing was carried out. The polyethylene insert has burnishing and scratches that appears to have been caused by normal femoral articulation. The backside of the insert has burnishing that likely occurred due to contact against the tibial tray surface. No damages on the insert locking mechanism were observed. Visual examination of the backside and lock detail of the insert indicates the insert was properly locked-in during usage. The porous surface of the femoral component has bone pieces attached to the ingrowth surface. The articulating surface of the femoral component has wear scratches that likely occurred due to contact with polyethylene insert and patella. Based on the examination of the returned polyethylene insert and femoral components the reasons for knee pain could not be determined.